Event description:
A female pt returned her system to lifecor without advance notice. When a battery pack was inserted into the monitor to verify the patient name, it would not complete the start up sequence. The response buttons would not light up, but the bonging alarm indicating that they needed to be pressed did sound. When the response buttons were pressed, they flashed briefly, but would not start up the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The cause of the monitor not completing the start-up sequence was a defective front response button. Failure analysis of the defective switch identified a slight crack in the conductive ink conductor where the switch contact was terminated. The root cause of the damaged conductive ink path cannot be positively identified. No adverse event resulted from the faulty response button.